Manufacturer narrative:
(B)(4). Lot number was received. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device discarded.

Event description:
Valve was set at pressure of 160 mm and surgeons were planning to change the setting to 130mm. The valve changed the setting to 30mm, which was confirmed by x-ray. Further attempts to reprogram to 130 did not change the setting. Surgeons decided to remove the valve and replace it. When the valve was removed, it was confirmed that the mechanism was set at 30mm setting and didn't move. The valve was discarded by nurses as a standard procedure. Lot # hasn't been confirmed, but it can be requested by the neurosurgeon.

Manufacturer narrative:
(B)(4). A review of manufacturing records found no discrepancies when the device was released to stock